Manufacturer narrative:
The customer reported issue of thermogard airtrap alarm error message was confirmed during the initial functional testing. Air trap sensors on air trap block were misaligned and damaged cord hook was noticed. The air trap sensor block was replaced to remedy the fault. Following the repair and replacement, the thermogard passed all the testing with no issue or faults observed. All test and readings are within the specified limits and functioned as intended. Archive event log data was downloaded and noted no error messages on the reported event date. Historical complaints were reviewed and no previous history of compliant was reported for the thermogard xp ivtm console with serial number (B)(4).

Event description:
As reported, during initial staff training, user was unable to clear airtrap alarm on thermogard xp ivtm system, sn (B)(4). Customer noticed a significant amount of weather-strip caulk on the top rim of airtrap chamber of the console and possibility of airtrap sensors contamination. Customer experienced difficulty placing airtrap in/out of the chamber. Multiple attempts to clear the airtrap alarm by removing caulk, cleaning airtrap sensors and rebooting the system were unsuccessful. Same suk was checked for leak and used in another thermogard system without any issues. No patient involvement was reported.

Manufacturer narrative:
The customer reported issue of thermogard airtrap alarm error message was confirmed during the initial functional testing but not confirmed in the archive data. Air trap sensors on air trap block were misaligned. The air trap sensor block was replaced to remedy the fault. Following the repair and replacement, the thermogard passed all the testing with no issue or faults observed. All test and readings are within the specified limits and functioned as intended. Visual inspection was performed and damaged cord hook was noticed, thus unrelated to the reported complaint. Archive event log data was downloaded and noted no error messages on the reported event date. Historical complaints were reviewed and no previous history of compliant was reported for the thermogard xp ivtm console with serial number (B)(4).